Manufacturer narrative:
After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Device unable to verify critical pump error, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.